Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable, as the lens was inserted and removed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor was trying out a smaller blade to make incision enlargements before cataract implantation. The doctor inserted the insertion system, encompassing a zcb00 14.0 diopter lens, into the ''smaller'' incision site and as the lens advanced into the patient's left eye (os), the leading haptic caught caught on the incision site. Therefore, the insertion system/lens was removed, the incision site was enlarged, and then replaced with a back up lens of the same model and diopter. Reportedly, there was no patient injury and the patient is doing fine post-operatively. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.